Event description:
The user facility reported that the sheath became caught on calcifications in the right common femoral during removal after an angioplasty procedure in the left leg. The physician pulled harder to overcome the resistance and the distal 8 to 10-cm of the sheath became separated. The physician had used a right femoral approach up and over the left iliac to reach the lesion. Significant vessel disease was reportedly present throughout with many calcified areas causing difficulty both advancing to, and returning from, the target lesion. Immediately after the distal portion of the sheath separation, the pt was sent to surgery where a cut-down was performed and the detached section was retrieved without difficulty. No distal circulatory disturbance or complications were reported. The pt was discharged to home without further problems.